Event description:
It was reported that post a stenting procedure the patient experienced thrombosis. The lesion being treated was located in the mid left anterior descending artery. The physician implanted a 2.75x20mm promus element plus stent in the target lesion. The patient was prescribed playvix. The procedure was completed and no patient complications were reported. The patient experienced subacute stent thrombosis and returned to the cardiovascular cath lab. The clot was aspirated using an unspecified device, balloon angioplasty was performed with an unspecified device and the procedure was completed by implanting an ion stent. The patient was switched from playvix to effient. No further patient complications were reported and the patient's status is fine.

Manufacturer narrative:
Device is combination product.device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.(B)(4).